Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 290 mg/dl. Prior to troubleshooting with tandem technical support, the customer had reverted to manual injections for insulin therapy. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.